Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on about the fourth to fifth clip, the device produced a scissored clip. Several clips scissored after that and there were some clips that double fed. Finally the clip applier locked and wouldn't fire anymore. The surgeon said he only fired eight to nine clips but the indicator window is completely orange. The surgeon bent the clip applier because of frustration. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? The initial scissored clip occurred on about the 4th or 5th firing. He continued to use the device and had other malformed clips beyond the 4th to 5th firing. Surgeon felt that he only fired 8 or 9 clips when the device locked out. If you inspect the device, the clip indicator is completely orange. Either the device locked out prematurely and there are clips remaining in the device or the surgeon fired more clips than he thought he did. What vessel or structure was the device fired on at the time of the event? Unknown. But it was either the cystic duct or cystic artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? I discussed torque with the surgeon. He indicated that there may have been slight torque on the instrument, but after he got the scissored clip, he cycled the clip applier trying to get a good clip and experienced other scissored clips and double fed clips. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, but could not get a good clip so they opened another ligamax and completed the case. What were the indications for surgery? Unknown. What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown but I don't think so. Did somebody other than the primary surgeon fire the instrument? No.

Manufacturer narrative:
(B)(4). The analysis results for the device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. No incident related to the reported event was observed during the batch record review.